Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 10/21/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a low event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that the patient was dizzy and that the cgm indicated 100 mg/dl. Patient's mother performed a fingerstick measurement and received a value of 29mg/dl. The patient became disoriented and their speech was slurred. The patient's mother called 911 and injected the patient with glucagon. As they waited for the paramedics, the patient started feeling better. The paramedics ensured that the patient was in normal condition and left. At the time of contact, the patient was in normal condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of inaccurate cgm values was not confirmed. A root cause could not be determined.